Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Undisclosed injuries. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Patient code: (B)(4)- surgical intervention. Device code: (B)(4)- hernia recurrence occured. It was reported that patient underwent mesh removal on (B)(6)/2017 by dr. (B)(6) at (B)(6) due to adhesion and recurrence hernia.